Event description:
Per pt's mom, pump cadd legacy sn #(B)(4) stopped working. The pump was showing "battery depleted." When switching out old batteries for new batteries, still stated "battery depleted." Pt was able to switch to backup pump and did not miss any of her infusion. We are sending the pt a replacement pump overnight. Dose or amount: 85ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension. "Did the reported product fault occur while in use with a pt: no, occurred while changing cassettes and switching pumps; did the product issue cause or contribute to pt or clinical injury: no, there was no lapse in therapy."